Event description:
During a cysto urethral retrograde procedure while using the uropass ureteral access sheath, the tip of the unit broke off in the pt. The surgeon successfully retrieved all the pieces from the pt, no pt harm, another like device was used to complete the procedure.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.